Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a test step during testing indicating a failed system leak verification step. The device's oxygen blending module subassembly needs to be replaced to address the issue. The customer is requesting the component not be replaced at this time. Preventive maintenance was performed. No other malfunctions were noted. The device's blower cap was missing and was replaced to address the issue. The device's air inlet foam filter and particulate filter were replaced per preventive maintenance protocol. The customer was informed the equipment could not be used until the repair was complete.